Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Article titled: "differences of bleedings after percutaneous coronary intervention using femoral closure and radial compression devices." Date of event: estimated date. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This event was captured based on literature review. It was reported through a research article identifying the starclose se device that may be related to the following: life-threatening or disabling bleeding, major and minor bleeding, major and minor vascular complications, and percutaneous closure device failure. Details are listed in the article titled: "differences of bleedings after percutaneous coronary intervention using femoral closure and radial compression devices."